Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient had symptoms of lightheadedness, weakness, had ketones, no appetite and was vomiting. The patient's parent took the patient to the hospital. It was reported that the cgm was displaying 100 mg/dl but the patient's bg was 300 mg/dl. The patient was treated with an insulin drip, zofran and a potassium pill. The patient stayed in the hospital overnight and at the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.